Event description:
The reporter stated the surgeon implanted a 12.5mm implantable collamer lens in 2009 in the patient's right eye (od). The lens was explanted the following month due to a refractive surprise. The lens was exchanged for a smaller diopter -16.5. The patient's bcva was 20/20 before explant. Hyperopia increased one month and a half after surgery.

Manufacturer narrative:
Secondary surgery.